Manufacturer narrative:
(B)(4).

Event description:
It was reported that when telemetry was performed between the patient's implantable neurostimulator (ins) and a physician programmer that the error message "invalid ins setting" was displayed. Following the message being cleared, the patient's ins settings changed to 3+0-, 0 v, 30 hz, and 210's. It was noted the change to these settings was indicative of a power on reset (por) condition. Since the patient's condition was not poor prior to the telemetry session, the patient's settings were restored to their previous setting of c+1-2-, 1.8 v, 160 hz, and 90's. It was noted the patient's ins battery voltage was at 3.63 v at the time of the incident. It was additionally noted the physician programmer involved with the event had been previously used with a different patient whose settings also changed to 3+0-, 0 v, 30 hz, and 210's after the "invalid ins setting" error message was observed (please see regulatory report # 9614453-2016-00032), however the programmer had also been used with a third ins and the "invalid ins setting" message was not observed at that time. Additional information has been requested; a supplemental report will be filed if additional information is received.